Event description:
It was reported by service report that the timing linkage is broken and there are exposed sharp edges that could cause lacerations/cuts. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results - timing link, sharp edges.